Manufacturer narrative:
Visual inspection of the device showed dried saline and body fluids on the devices tip. The luer was detached from the catheter tubing where it connects and was not returned with the catheter. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a pulmonary embolism atrial fibrillation procedure. During the procedure it was noted that the saline irrigation connector was broken. The procedure was completed by using another intellanav mifi with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a pulmonary embolism atrial fibrillation procedure. During the procedure it was noted that the saline irrigation connector was broken. The procedure was completed by using another intellanav mifi with no patient complications being reported.